Event description:
Report received from USA stating that the device motor burned out. The device was used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem of motor "burned out" could not be confirmed or duplicated. The unit was tested and found to meet all specifications, and no problems were observed. If additional info is received, a supplemental report will be sent. (B)(4).